Event description:
Customer reported receiving two separate error alarms on the insulin pump. Customer reported that the error alarms occurred during the rewind process. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a constant motion sensor test failure alarm during the rewind due to a motor encoder out of phase. The displacement test could not be performed and no motor position encoder error alarm could be confirmed due to the motion sensor test failure alarm. The insulin pump was received with a cracked reservoir tube lip.